Manufacturer narrative:
(B)(4).

Event description:
It was reported that a replace sensor now message occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be restart detection. In addition, early sensor expiration was found in connection to the reported allegation. The reported event of a replace sensor now message is reportable based on the finding of a early sensor expiration. No injury or medical intervention was reported.